Manufacturer narrative:
The sample was not returned for eval. The customer did not provide the lot number; therefore, lot history and device history review could not be performed. The customer's complaint history was reviewed for the period of one year. This is one of two complaints reported for this issue. The root cause could not be determined. (B)(4).

Event description:
A customer reported that several pt's had blue fibers removed from their eyes during the one day postoperative visit following ocular surgery. The fibers were not retained for evaluation. Additional information has been requested, but none has been received.